Event description:
Edwards received information that twelve (12) years post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe aortic insufficiency. A 26mm transcatheter valve was successfully implanted and the patient was discharged two (2) days later.

Manufacturer narrative:
Device remains implanted. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Often, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.